Manufacturer narrative:
After battery installation, no frozen screen noted. However, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board, in the internal battery connectors. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 68 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and frozen display. Customer stated that they were unable to clear alarm. Customer stated that time clock was visible on screen but was not advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.